Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been returned; the evaluation is currently underway.

Event description:
It was reported that the patient presented with abdominal pain, a CT scan was performed and it appeared that there were two filter legs perforating the vena cava close to the aorta. The physician believes that the patient is not a risk of developing dvt and has decided to retrieve the filter. The filter was successfully retrieved three days later.